Event description:
On (B)(6) 2011, a vns treating physician reported to the manufacturer's country manager in the (B)(4) that the physician's handheld sometimes experienced screen freezing. However, which screen the handheld froze on could not be specified. The physician's handheld was successfully upgraded from the version 7.1 software to the version 8.0 software and no further issues have been reported. The physician's handheld is not being returned at this stage. If additional information is received, it will be reported.